Event description:
Consultant reported: during a trochanteric fixation nail (tfn) during a procedure: surgeon was inserting a helical blade; the set screw went into the (tfn) and got jammed and the surgeon had to remove the nail. Surgeon was able to remove the (tfn) nail, select another nail and complete the procedure successfully. There was no delay in completing the procedure. Reportedly there was no patient injury reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The returned part was manufactured 07/13/2011 and is approximately 2+ years old. A close examination of the returned product reveals that the locking prong was already deployed and was bent due to clinician trying to insert helical blade. Due to the date of the product, it is uncertain if our facility or hospital re-sterilized tfn due to recall #154 in november 2012. Therefore, it cannot definitively be determined when exactly the locking mechanism was deployed to prevent proper engagement with the helical blade. The migration of the locking mechanism may have been set incorrectly during manufacturing or migrated during reprocessing. The design risk assessment is adequate for the intended use. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the nail was received with damage to the locking assemble and oblique hole. No further evaluation could be performed due to the damage. The material was measured with niton 06 and met specification. Investigation is on-going.